Event description:
Per the audiologist, the patient was explanted due to an infection at the site of the implant. The patient was explanted 2009. Reimplantation is planned but had not taken place at the time of this report, 2009.